Event description:
From the condition of the returned unit, device analysis could confirm the complaint reported. The root cause of the complaint incident however cannot be determined. The consultant does not blame the taxus stent for the problem as he is aware he should have pre dilated. The calcification may have meant the lad stent was not fully apposed and the second undeployed stent got caught on an unapposed strut. Visual analysis found that the device was returned severely damaged, the hypotube was kinked along the entire length of the shaft, the midshaft appeared to have been severely stretched and no stent was received for analysis. Attached the device to an encore inflation unit and inflated/deflated the balloon to its rated burst pressure with no issues noted. Microscopic examination of the proximal weld area of the device found no signs of necking. Using a calibrated lasermike the outer diameter of the proximal weld area was measured (0.033-inch) and found to be within specification, thereby confirming that no necking had occurred. No other issues were noted with the device. The shop floor paperwork for this batch was reviewed. All mfg and qa testing was carried out in accordance with standard procedures. The shop floor paperwork for this batch shows that the product met its specifications. Additional clinical follow up stated that "the consultant does not blame the taxus stent for the problem as he is aware he should have pre dilated. The caclifiation may have meant the lad stent was not fully apposed and the second undeployed stent got caught on an unappossed strut." From the condition of the returned unit device analysis could not confirm the complaint reported. It is recommended in the 'instructions for use, that - 'note: if unusual resistance is felt at any time during lesion access before stent implantation, the stent system and the guiding catheter should be removed as a single unit. The instructions also warn 'that the use of excessive force may result in stent damage or stent dislodgment from the balloon.' During the mfg process all stent securements are fully validated to withstand up to 0.2lb force. Each device is visually inspected for uniform crimping, including stent profile and damage just prior to packing before being fitted with the actual balloon protector, which prevents damage to the stent and balloon. Boston scientific mfg processes include extensive testing and inspections to ensure each product meets or exceeds material, assembly and performance specifcications.

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, the stent embolized. The lesion being treated was located in a mild to moderately calcified left anterior descending artery (lad). The vessel was not pre-dilated. The physician encountered difficulty attempting to deliver a taxus express2 8.8% 2.50 x 20 mm drug eluting stent through a taxus stent deployed in the lad to a lesion in the diagonal artery. After much effort the physician got this stent almost through the first stent but could not advance further. As he tried to remove the undeployed 2.5 x 20 stent it remained stuck in the lad stent. The physician tried removing the stent by gently pulling and some other techniques but it would not move. Eventually he pulled quite hard and the undeployed stent came off the balloon and traveled down the lad. After this, the pt went to emergency CABG surgery. The pt is reported as doing well. The physician indicated that as the vessel was not pre-dilated the calcification may have caused the lad stent to not fully appose and the second undeployed stent to get caught on an unapposed strut.